Event description:
Customer reportedly rec'd results of 173mg/dl, 274mg/dl, and 401mg/dl within 10 mins on the same device. No high blood symptoms. Customer dosed himself with humalog based on the 173mg/dl reading. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.